Event description:
It was reported that the tna hand piece and blade came apart. No reports of impact to pt. The procedure was completed using another hand piece without further incident.

Manufacturer narrative:
(B)(4) 2012: this MDR is being filed based on a retrospective review of complaints received by the manufacturer. Visual inspection of the device found that the bendable section to the adenoid tip assembly was loose from the gray finger grip. The failure occurred when the tip is bent repeatedly and applying a rotational force while operating the device. The root cause of this failure can be attributed to the glue bond between the tubing and finger grip. Reported complaints failure was confirmed. A review of the lot history record (lhr) for this lot number found that the device met assembly and product specifications, no anomalies were found during manufacturing. Base on this failure a corrective action report (car) has been initiated to further investigation this type of failure mode.